Manufacturer narrative:
Product event summary: the controller was not returned for evaluation. Log file analysis revealed a controller power up event on (B)(6) 2017 at 13:51:26. The controller logged that it was without power since may 28, 2017 at 08:55:17. No data was logged prior to the controller power up event, indicating that the controller was not in use and the power up event was likely due to a controller exchange. Analysis of the log files pertaining to the controller in use, (B)(4), revealed unknown batteries with a serial ID of ¿0¿ due to a sealed state. A communication error prior to the patient receiving an smr controller most likely unintentionally sealed the battery. As a result, the controller is unable to obtain a serial number when communicating to the battery, causing the serial ID to be logged as ¿0¿. The sealed state does not impact normal operation. As a result, the reported events were confirmed. A possible root cause of the controller power up event can be attributed to a controller exchange at the time of the event. A possible root cause of the reported "controller not recognizing the battery ID" can be attributed to the controller being connected to batteries in a sealed state, which were likely due to a communication error between the controller and batteries. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The ventricular assist device (vad) controller remains in use.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients ventricular assist device (vad) controller was not recognizing the battery ID and this occurred on both power ports. Log file review also showed one controller power-up and associated pump start event, indicating a loss of power to the controller. No patient complications have been reported as a result of this event.